Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter clinical observation indicates gingival inflammation possibly caused by the aligners. The patient is not an ideal patient for byte aligners given their periodontal condition - aap class iii.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.